Manufacturer narrative:
Common device name: correction. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Device is an instrument and is not implanted/explanted. Device is not expected to be returned for manufacturer review/investigation. Device history records review was conducted. The report indicates that the: part #03.130.202s / lot #9949042 please note, this DHR review is for sterilization procedure only manufacturing location: (B)(4) supplier: (B)(4) manufacturing date: 17.may.2016 expiry date: 01.may.2026 no ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Non-sterile 03.130.202 / f-18999. Manufacturing location: (B)(4) supplier: (B)(4) manufacturing date:17.dec.2015 no ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Investigation summary: product was not returned and no lot number was provided. Based on the information available, this complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. No pictures/ no x-rays / no material and no further informations were provided which would provide additional evidence. No material was returned for investigation. DHR-review; no findings. The root cause could not be defined due the missing material. Complaint is unconfirmed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: the reported device was used in the surgery for the right 5th metacarpal bone fracture on (B)(6) 2017. The va (variable angle) hand plate was used, and the plate was fixed with the 3 screws (1.5mm). For fixation of the second screw, the surgeon drilled the hole by using a drill bit (1.1 mm). The x-ray was taken under a state which the drill bit was still within the bone. When the surgeon tried to remove the drill bit after the x-ray image check, the tip of the drill bit was broken and left in the bone. The broken piece of the drill bit was successfully removed after the first screw was removed momentarily. The operation was completed after reducing again and fixing with the 3 screws. The surgery was extended for 15 minutes. No adverse consequence to the patient was reported. This complaint involves 1 part. Concomitant devices: 1x unk va hand plate, 3x unk 1.5mm screws. This report is 1 of 1 for (B)(4).